Manufacturer narrative:
Siderail membrane.

Event description:
It was reported by service report that the fowler has unintended motion. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.